Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review will be conducted for potentially associated lot number h13l28028. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. At the time of this report, the patient had recovered from the peritonitis event. No additional information is available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4): a batch review was conducted for potentially associated lot number h13l28028. There were no issues detected during the manufacturing process. As the sample was not returned, a complete device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.